Event description:
Reporter alleged when the blood glucose monitoring device was returned to the lab, the screen was frozen and when it was placed in its base unit began to smell of "electrial heat". Reporter stated the device contacts show no discoloration, melting, or other signs of electrical short however will currently not power on although had successfully transmitted its results. Reporter indicated no patient or staff was impacted. A request was made for the return of the suspect device and replacement product was sent.